Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop tongue cancer. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop tongue cancer. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence light beige dust or dirt contaminate, dark fiber contaminate, and potential keratin contaminate, a separate small yellow body contaminate. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was evidence of light beige dust or dirt contaminate, dark fiber contaminate, and potential keratin contaminate, a separate small yellow body contaminate. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9, g3 and h6 has been updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.